Event description:
The customer reported that the knife blade locked and the jaws would no longer open. The device was on tissue but there was no info available from the site as to how the device was removed.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.